Manufacturer narrative:
Device unique identifier (UDI) # (B)(4). Approximate age of device ¿ 15 days. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2015, the patient experienced a gi bleed with bright red blood from the rectum. The patient had a significant drop in hemoglobin to 5.7 g/dl with an inr of 3.2. The patient was administered a 10 mg dose of vitamin k intravenously to decrease the inr in preparation for colonoscopy. Concurrently, the patient was experiencing elevations in flow and power starting around (B)(6) 2015. An echocardiogram did not reveal any issues and the patient¿s lactate dehydrogenase level was normal at 283 u/l. The patient remained asymptomatic. On (B)(6) 2015, it was reported that the patient was still in the hospital experiencing intermittent increases in flow associated with pi events. The patient was reported to be asymptomatic and ¿doing well¿. An esophagogastroduodenoscopy and colonoscopy revealed arteriovenous malformations which were treated. The patient reportedly bled again, however, a capsule study was negative. On (B)(6) 2015, the patient had another drop in hemoglobin to 6.8 g/dl and required transfusion. The gastroenterology group would not perform further interventions at the time. No further information was provided.

Manufacturer narrative:
The pump was not returned for evaluation. Review of the submitted system controller log file confirmed the reported elevations in pump power and estimated flow; however, a specific cause for the parameter fluctuations could not be determined. A direct correlation between the device and the reported gi bleeding could not be determined through this evaluation. The instructions for use lists bleeding as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient received a heart transplant on (B)(6) 2015. It was also reported that the patient's transplant was not device or therapy related, and the pump will not be returned for evaluation.